Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was discolored. This report is made based on results of investigation completed on 05/30/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: investigation revealed that the battery compartment was cracked and the display screen was discolored. Unrelated to these issues, investigation revealed that the audio bolus button cover was torn, but the button was responding normally.